Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose kept rising and that her insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 475 mg/dl, which caused her to experience heartburn and nausea. The customer planned to treat with a manual insulin injection or a manual bolus. The customer also mentioned tha there were many air bubbles in her infusion set tubing, and she was hesitant to change her infusion set in case the air bubbles recurred. The customer was advised of better insulin and reservoir filling practices and to call her health care professional about the high blood glucose. No products were returned or replaced.